Event description:
The customer reported that the loudspeaker is defective. At the time of the alleged malfunction, the device was not being used for clinical monitoring.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the loudspeaker is defective. There was no allegation of an adverse event or any patient or user harm.